Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, the patient experienced an unexpected refractive outcome. The patient was uncomfortable with her vision, which is now corrected by glasses. Posterior capsular opacification was observed during the first month following surgery. The iol remains implanted.